Event description:
It was reported that the patient has a low impedance message on her device. No known surgical intervention has occurred to date. No additional relevant information has been received to date.

Event description:
It was reported that high impedance was seen in clinic. There are concerns of the lead pin not being fully inserted. No additional relevant information has been received to date.

Manufacturer narrative:
B5. Describe event; corrected information; initial MDR inadvertently omitted information known prior to submission

Event description:
Information was received that the lead pin slipped causing the impedance issue. It was re-inserted successfully. Clarification confirmed there was no low impedance but low output current and high impedance.